Event description:
While treating a pt in cardiac arrest, the cardiac monitor experienced a "defib pacer device failure." If another cardiac monitor had not available and the pt had ventricular fibrillation or ventricular tachycardia, a defibrillation would not have been able to be given, resulting in life-threatening harm to the pt. No add'l harm came to this pt because they did not convert to a shockable rhythm while the monitor was experiencing the error.